Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the patient incurred blood loss of more than 500cc. There was tissue loss, extension of the incision, there surgical time extended by more than 30 minutes. A component fell into patient's cavity and was not retrieved.